Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation the charger was unable to charge battery packs. The cause for the failure was contamination of the pca board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement battery charger.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was not charging his batteries. The patient was issued a replacement battery charger.